Event description:
Synthes (B)(4) reported a case of a humeral nail revision which is scheduled to take place on (B)(6) 2013. Humeral nail to be revised due to non-union. Procedure was done outside (B)(6) on an unknown date. Recent image taken on an unknown date does not show any failure of the nail and screw. It is assumed that the screws have backed out, but this is not confirmed as intra-op or earlier post-op images are not available. The nail will be removed and another procedure will be done to get bony consolidation. Revision date is scheduled for (B)(6) 2013. This report is for an unknown nail. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The MDR determination was reviewed based on new information obtained and was found to be non-reportable. There is no allegation of complaint against the nail. The possibility of reoccurrence of this issue causing/contributing to a death or serious injury is remote. Synthes USA is retracting medwatch report #2520274-2013-05506.